Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a final report will be sent.

Event description:
It was reported that the pt was explanted of his cochlear implant on (B)(6) 2014. As per info from the device explantation report, the pt needed an urgent MRI, therefore he wished to be explanted. No report of any device deficiency.